Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 180-181 mg/dl.

Manufacturer narrative:
Device not returned.